Manufacturer narrative:
(B)(4). Awareness date is date philips (B)(4) was notified by the AED customer after receiving a notification of a philips field action on (B)(6) 2010. No associated malfunction has been reported. Customer is unable to return AED due to pending litigation.

Event description:
Philips (B)(4) was notified by customer that an AED was deployed in an attempt to resuscitate two avalanche victims. Victims were not resuscitated.